Event description:
A customer contacted beckman coulter regarding falsely elevated glucose (glu) result on a single ER patient that was generated by the synchron lx20pro instrument. The glu result was 306mg/dl. - the result was reported out of the lab. The customer indicated that the physician questioned the glu result. The original patient sample was re-tested for glu one hour later. The repeated glu result was 66mg/dl. The customer indicated that the original patient sample was tested for glu on another instrument in their lab. The glu result obtained from another instrument was 69mg/dl. No info was provided if the pt treatment was initiated or withheld as a result of this event.